Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and gender were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Per the additional / modified information received on 28-apr-2025 the adverse event of ¿carotid dissection¿ was re-assessed as being possibly related to the study procedure. Since the target lesion was at the internal carotid artery (ica), the correlating relationship between the event to the used embotrap study device and cerebase device as contributing factors cannot be ruled out entirely. Additionally, the event was reported to result in serious deterioration of health. The severity of the event/impact to the patient is unknown. Based on this information and the assessment of the pi, this event meets us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 72-year-old male patient with a medical history of atrial fibrillation, coronary artery disease (cad), congestive heart failure, diabetes, history of hemorrhagic stroke (last known date 09-nov-2024), history of ischemic stroke (last known date 23-oct-2024), and hypertension presented with a witnessed stroke on 20-nov-2024, time unknown. The patient was then presented to the treating hospital on 22-nov-2024 at 15:12 hour where CT imaging confirmed an ischemic stroke at 15:40 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of the stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 6 and modified rankin scale (mrs) score of ¿0- no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on 22-nov-2024, using a 5mm x 33mm embotrap ii revascularization device (et007533 / 24d167av) via a trevo trak® 21 microcatheter (stryker) and an axs catalyst® intermediate catheter (stryker) to target an occlusion in the left internal carotid artery (ica), the m1 and m2 segments of the left middle cerebral artery (mca). There was underlying icad (intracranial atherosclerotic disease) at the occlusion sites. The additional intervention performed before the first thrombectomy pass was ¿stent placement (other than intracranial target lesion/carotid proximal atherosclerosis) i.e. To treat dissection, carotid web, etc.¿ the pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0 for the first pass. The first two passes were made with embotrap ii device at the ica occlusion site resulted in an mtici score of 2a. Clot retrieval was only for the first pass. Due to persistent clot, devices were exchanged, and the third, fourth, and fifth pass were made using a direct contact aspiration device alone at the ica occlusion site, which resulted in a mtici score of 0, with clot retrieval only for the fourth pass. Due to persistent clot, devices were exchanged, and the sixth pass was made using the embotrap ii device at the m1 and m2 occlusion sites, which resulted in a mtici score of 3, with clot retrieval. A seventh and eighth pass were made at the ica occlusion site using the embotrap ii device via a trevo trak® 21 microcatheter (stryker) and an esperance¿ catheter (wallaby medical) resulted in a mtici score of 3, with clot retrieval in the stent-retriever and the aspirate. During the procedure, a guidewire was used, but the brand was not specified. A 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / lot # unknown) were also used. There were no study device deficiencies during the procedure. The patient¿s 24-hour post-procedure nihss assessment score was 2. On 22-nov-2024, the patient experienced an adverse event of carotid dissection, which was made known to the site on the same day and to the sponsor on 08-dec-2024. The principal investigator (pi) assessed this event as not serious, mild in severity, yet with serious deterioration of health. The event was assessed as unrelated to the embotrap ii study device and unrelated to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿unknown,¿ with no end date listed. One 29-nov-2024, the patient was discharged home for self-care, with an nihss score of 0 and an mrs score of ¿0-no symptoms.¿ on 20-jan-2025, the patient experienced an adverse event of left lateral occipital lobe cerebral infarction, which was made known to the site on 10-feb-2025 and to the sponsor on 11-feb-2025. The principal investigator (pi) assessed this event as a serious, severe adverse event. The event was assessed as unrelated to the embotrap ii study device and unrelated to the primary surgical procedure. The event required hospitalization; the patient was admitted on 21-jan-2025 and was discharged on 03-feb-2025. The event was treated with medication. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed. On 10-feb-2025, the patient was seen for the 90-day post-procedure follow-up, which resulted with an mrs score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿ the patient then reached completion of the study. Additional / modified information was received on 27-feb-2025. The modified information is related to the adverse event of ¿carotid dissection,¿ the outcome was updated from "unknown" to "recovering/resolving¿ with no end date listed. Additional / modified information was received on 28-apr-2025. The modified information is related to the adverse event of ¿carotid dissection.¿ the relationship of this event to primary study procedure was updated from "not related" to "possible." Modified information was noted on the clinical database at the time of this review, 01-may-2025. Regarding the answer field for ¿additional intervention performed before the first thrombectomy pass,¿ was updated from ¿stent placement (other than intracranial target lesion/carotid proximal atherosclerosis) i.e. To treat dissection, carotid web, etc.¿ to ¿proximal lesion aspiration only.¿